Event description:
It was reported that the ilet bionic pancreas displayed an alert 65 indicating the audio alarm was not audible, and the user restarted the device successfully with no impact to blood glucose, consistent with a device mechanical/electrical problem involving the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a no audible alarm condition traced to an electrical/electronic component problem of the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.